Manufacturer narrative:
Correction to b5. Describe event or problem: there was no medical intervention or blood products given for the access site bleeding. The suture was done to the access site surface not the vessel. The field lt log was reviewed and the high purge pressure alarms was noticed throughout the run. There was no increases in motor current or pump stops that was observed but pump flow did drop at the end of the run. The returned pump was visually inspected and a deformed outflow cage and a kinked catheter were observed. There was no biomaterial observed. The kinked catheter was cut open and a kinked purge line was observed. The purge line was then cut, and fluid flowed freely through the purge, confirming the kinked purge was the cause of the blockage. There was no issue observed with the repo unit that would relate to bleeding.

Manufacturer narrative:
The impella cp optical pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) years old white male patient had impella rp pump inserted. The patient had significant bleeding from the insertion site, a clot was possible, so the decision was made to remove the pump, and mattress suture to the vessel was placed by a cardiac surgery physician assistant.